Event description:
Customer reported occlusion alarms. There was no adverse impact to the customer's blood glucose level. No further action was required as the customer declined troubleshooting and callback.